Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed, a 3.00 x 28 synergy drug-eluting stent was advanced but came into contact and failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent had been lifted up. The procedure was completed with a 3.50 x 32 synergy stent. No patient complications were reported and the patient's status was good.